Manufacturer narrative:
The reported events were ¿blood is continuously flowing out from the lumen of the lead¿ and insulation damage. A complete lead was returned in one piece for analysis. The reported event of insulation damage was not confirmed. Visual examination of the lead did not find any anomalies or damage and no blood was noted inside the lead body insulation. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the blood had flowed out from the lumen of the right ventricular (rv) lead. The rv lead was not used and replaced during the procedure. The patient was in stable condition.